Event description:
The customer reported being hospitalized due to high blood glucose of over 600 mg/dl. The events leading to her admission was nausea and vomiting. It was stated that the customer may have an infection. Troubleshooting was performed. Assisted the customer with setting the correct time on the insulin pump. Ran a fixed prime test and the insulin exited the end of the tubing. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.